Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. The impedances started at approximately 60 ohms, but became out of range and were over 125 ohms. The patient is being monitored. The rv lead remains in service. No adverse patient effects were reported.